Manufacturer narrative:
Correction: h3 should have been "yes", and d9 should have been "yes".

Manufacturer narrative:
The reported events were ¿fluctuated¿ r-wave sensing, intermittent capture threshold and inappropriate shock stimulation. As received, a complete lead was returned in one piece. The reported events of fluctuated r-wave sensing, and intermittent capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported the patient presented in the hospital. The patient had a dual chamber implantable cardioverter defibrillator system implanted on (B)(6) 2021. While still in the hospital, the patient had inappropriate anti-tachycardia pacing delivered for atrioventricular-nodal reentrant tachycardia. Upon interrogation, it was observed the patient's right ventricular (rv) lead had r-wave amplitude variation, and intermittent capture. The rv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.